Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis pt reported that dialysis solution leaked out of the cassette and into the cycler. Pt stated that the cycler had moisture on the cassette door and was dripping. There was fluid on the mushroom heads. Pt was not able to complete his treatment that night but used manual exchanges the next day. Pt had no adverse effects. Sample is not available; sample was discarded.